Event description:
During left ureteral stent placement, the guidewire dislodged plastic remnants from inside the uretal stent. Most remnants flushed through and out of the bladder, but one fragment was captured and saved for inspection.